Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer (fse) checked cuts, and confirmed system met specifications as per sir (service installation record) latest preventive maintenance performed. No additional information was provided. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a equipment with intermittency when cutting the flap in the unknown eye during surgery. Customer stated the probability of event occurred with a patient during a surgical procedure performed by external physician. Additional information has been requested.